Manufacturer narrative:
The insulin pump gave an alarm during the basic occlusion test due to a protruded/loose drive support disk. The insulin pump had a missing end cap sticker.

Event description:
It was reported that the insulin pump gave an alarm and squirted out insulin during the manual prime. It was also stated that the drive support cap was protruding from the case. Advised the customer that the insulin pump would be replaced. Nothing further was reported.